Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they got a low battery alert and he changed his battery and now his pump won¿t come back on. He changed his battery twice with newly purchased batteries. Blood glucose was 190mg/dl after a moment. The customer stated display was blank currently. The customer was advised to remove battery. Insert battery alarm did not display on the pump screen. The customer stated the contacts on the battery cap are damaged. A battery cap will be sent. The insulin pump will not be returned for analysis.